Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two systems (thoracic and cervical). It was reported the patient's thoracic lead was fractured near the anchor site. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model which resolved the issue.